Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the upgrade procedure, after placing the left ventricular (lv) lead, the threshold was high and a different lv branch was chosen. Due to the patient's subclavian vein occlusion, the patient was punctured on the right side. When the pacing lead was implanted on the right side, there was no left bundle pacing pattern and it was decided to reposition the lv lead. However, during that time, the patient's condition deteriorated when the catheter was used to find the target vessel. The physician thought the patient was at a higher risk at that time and decided not to implant the lv lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.